Event description:
It was reported that the patient faced an event of infusion set patch stuck to the inside of their applicator prior to insertion and infusion set patch did not stick to skin upon insertion on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.